Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode and cut into the lead2- (orange) wire. A root cause of the wire migration in the ECG ¿c¿ cable was the wires were too long. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.